Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced high vault and narrow angles, lens remains implanted. The reporter stated that the patient is doing well, iop 17/18 excellent vision 20/20. If additional information is received a supplemental medwatch report will be submitted.